Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy procedure, while loading the cartridge, the bow, which was in the case knife is left or separated from its place itself. The spring of the white safety lock was separated from its place. Therefore the device could not be used. It was replaced by a new one. There was no patient injury.